Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2022-07167, 1627487-2022-07168, 1627487-2022-07170, and 1627487-2022-07171. It was reported that the patient experienced a bacterial skin infection near the incision site of the patient's leads and lead extension. As a precaution, an exploratory surgery was undertaken on (B)(6) 2022 to inspect the incision, after which the physician concluded that the incision was not infected.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.